Manufacturer narrative:
There were no reported injuries associated with this incident. The reported system was attributed to liquid ingress from a detergent leak at a brass connector where the detergents enters the bay. The detergent leaked down and onto two transducer crystal/nose and tail pc assemblies, p/n 12061, which caused a shorting condition and lead thermal damage of resistors, r21 and r22, and to the fuse opening on the ultrasonic generator (500 w) board only, p/n 12008. The biomed/facility staff was provided a copy of the technical bulletin - tb-2013-004. The customer also informed that this procedure should be carried out every morning prior to the processing of any scopes. During the site visit, the cu technician conducted training with the customer on the procedure outlined in technical bulletin tb-2013-004 for the verification of ultrasonics activity. The customer was also informed that this procedure should be carried out every morning prior to the processing of any scopes. The loss of the ultrasonic generator does not, of an by itself, result in an endoscopic high level disinfection process failure that does not render a microbiologically safe product or present any additional risks for reuse given the nature of the pre-cleaning labeling instructions and high-level disinfection. Given the nature of endoscope pre-processing and high-level disinfection based on sgna guidelines, either the presence or absence of ultrasonics should still result is an endoscope that has had its bioburden reduced to an acceptable level. It is concluded that there is no reasonable likelihood that an endoscope processed in the absence of the ultrasound will present any additional risks.

Event description:
During preventive maintenance the service technician noticed that the ultrasonics were not functioning.